Event description:
Lobectomy. Slc55b dlu was loaded with slcr55g reload and it wasn't recognized. Another slc55b dlu was opened and another slc55g reload was loaded. This calibrated and fired perfectly across the lung tissue. A second slcr55g reload was opened. This reload was fired and received "firing complete" message. However, surgeon immediately noticed that the staples did not form and that the lung tissue had been cut and had a big hole in it. There was also a tear in the lung tissue. Sutures were placed to close the hole and another device was used to complete the case.

Manufacturer narrative:
Summary: from the icr report: 'the reload wasn't even recognized.' Dlu calibrated after the contact was adjusted in the key plate slot. 'Staples had not formed.' Reload returned completely fired. Fire shaft rotates smoothly, dlu fires lab reloads without issues. Excessive movement of contact in the key plate slot undetermined. Car - 0691 key plate. See scanned pages.